Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that infection occurred. Implantable pulse generator (ipg) system was explanted. Vegetation was observed on both leads. No patient complications have been reported as a result of this event.